Event description:
It was reported that during a colon procedure, there was an error code 6. There was no reported patient consequence.

Manufacturer narrative:
There was no sample received for analysis. The batch history records were reviewed with no anomalies noted.